Manufacturer narrative:
Button error alarm due to corroded keypad trace. Insulin pump received with cracked display window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error after replacing the batteries. When she pressed the act button, the insulin pump made a different clicking sound. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.